Event description:
It was reported that following an implant procedure the patient experienced lost feeling and extreme weakness in the legs. The patient was taken to the hospital and underwent explant procedure. No further information has been obtained despite good faith efforts.